Event description:
Per the clinic, the patient experienced malposition of the electrode array outside of the cochlea. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.